Event description:
It was reported that the patient had a new stimulator and lead placed seven days before reported event date. Reason for changing out previous lead and stimulator was patient was not feeling stimulation in right place, it was in rectal area and not vaginal.

Manufacturer narrative:
Product ID 3889-28, lot# v621113, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4) .